Manufacturer narrative:
Pending sample analysis.

Event description:
The caller, nurse mgr reports: after 2 days use on a pt at hospital, a nurse confirmed the air leakage. In addition even when he tried to remove it from pt, it would not be deflated. The caller confirmed replacement of the tube was required but no harm to the pt. It was also confirmed that pre-test of the cuff was done.